Manufacturer narrative:
Product ID: 309328, lot# 0209098447, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that on (B)(6) 2016, an additional lead migration occurred leading to lead replacement. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported a return of symptoms due to lead migration. The cause of the migration was unknown. No diagnostics/troubleshooting performed. The patient was hospitalized from (B)(6) 2016 for lead repositioning and reprogramming. The issue was resolved on (B)(6) 2016. The investigator assessed the event as serious, linked to the lead and not linked to procedure. The patient, whose medical history included idiopathic functional urinary retention since 2010, was alive without injury. Additional information received reported the event date was (B)(6) 2016 and the lead was replaced. See manufacturing report #6000153-2016-00545.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.